Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, a mean pressure gradient of 1mmhg, and a prolapsed posterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw ( 50609a2102) was then inserted, and grasping was performed. However, residual prolapse and residual mr remained (residual lesion). Therefore, the clip was repositioned slightly laterally, and grasping was performed. However, residual lesion persisted between the clips. Therefore, an attempt to reposition the clip was made, but due to lack of height and approximation achieved by the first clip, repositioning was not possible. Grasping was attempted, but due to interference with subvalvular tissue, mr control was inadequate. After several grasping attempts, leaflet perforation was observed. The patient¿s blood pressure dropped and was supported with inotropes (medication administration). The second clip was then deployed on the mitral valve, attached to both leaflets. To treat the tissue damage and stabilize the hemodynamics, a third clip, a mitraclip xt (50909r1002), was then inserted and grasping was performed. The lateral lesion was controlled. However, mr persisted from the perforated site at the second clip. The blood pressure stabilized, but the mean pressure gradient had increased to 10mmhg. It was noted that placement was unavoidable. Therefore, the third clip was deployed. The final mpg was at 9.2mmhg, and the mr remained at a grade of 4+. The steerable guide catheter (sgc) (50813r2090) was removed from the patient. However, a left to right shunt was observed. To stabilize blood pressure, an intra-aortic balloon pump (iabp) was implanted, and inotropic agents were administered. The patient was transferred to the intensive care unit (ICU). The patient was then transferred to surgery. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the perforation. Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided for the perforation. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a